Event description:
The pt rec'd his scs sys, including a surgical lead, on (B)(6) 2009. During a f/u appointment, diagnostic testing of the lead reportedly found the lead had one invalid contact. The lead was reprogrammed, leaving the invalid contact unused. F/u with the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.